Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it as functioning properly and passed all functional testing. After testing it as concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and dehydration. The customer's blood glucose reading was 300 mg/dl at the time of the event. However, prior to the event, the customer's blood glucose was acting erratically, going as high as 400 mg/dl and as low as 33 mg/dl. It was reported that the buttons on the insulin pump were unresponsive. Nothing further was reported.